Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 9.3 mmol/l. The customer mentioned that insulin dripped out. The alarm occurred when he filled his reservoir. The customer stated that the drive support cap stuck out. The insulin pump was not returned for analysis.